Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a cartridge with 150 units of insulin. The following day, the customer received a low insulin alert. The customer's blood glucose level was 300 mg/dl. The customer changed their cartridge, tubing, and site and delivered a correction bolus. Tandem technical support reviewed the pump data and multiple attempts were made to review the data with the customer, however no response was received.